Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the camera and ii focus. He completed a beam and camera alignment then completed a filament calibration. The system is working as intended.

Event description:
The customer reports that the system resolution became worse and the beam alignment and linearity need to be checked.